Event description:
During the implantation of a 23mm sapien 3 ultra valve in the aortic position resistance was experienced during the advancement of the commander delivery system as the valve exited the tip of the sheath. The valve was deployed without issue. Upon removal of the sheath at the end of the case the tip of the sheath was torn, but intact.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned. A visual inspection was performed, and the following observations were found on the returned device: the distal tip was torn radially along distal end of liner but still attached, distal tip opened along axial score line, all score line was present, stretching was noted throughout tip and 3-inch shaft scratches were noted distal to strain relief. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed through inspection of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the device history records (DHR) and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the complaint events. Furthermore, no abnormalities were noted during device unpacking or preparation. The complaint description stated "resistance was experienced during the advancement of the commander delivery system as the valve exited the tip of the esheath. The valve was deployed without issue. Upon removal of the esheath at the end of the case the tip of the esheath was torn, but intact". Per inspection of the returned device, the esheath distal tip was torn radially. The failure mode is characteristic of esheath tip tear events that were previously identified in a product risk assessment (pra). While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and esheath tip. Additionally, follow-up information stated that the patient access vessel had mild tortuosity and calcification. Per the procedural training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity can lead to non-coaxial alignment between the crimped valve and the esheath, which may lead to increased resistance or an increased potential for the valve struts to catch onto the esheath distal tip during advancement. Calcification can also create a challenging pathway for device insertion. As such, it is possible that improper expansion of the esheath tip during thv advancement may have contributed to the delivery system experiencing resistance at the esheath distal tip. This along with patient factors (tortuosity and/or calcification) could have resulted in the distal tip tear. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment pra and a CAPA were previously initiated to document the investigation of this issue and drive any corrective/preventative actions as appropriate.